Manufacturer narrative:
Additional information. Section d10: device available for evaluation: yes . Section d10: returned to manufacturer on: 5/18/2020. Section h3: device returned to manufacturer: yes . Device evaluation: the product was returned to the manufacturing site inside a specimen cup. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zct525 intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2019. The iol was later explanted on (B)(6) 2020 due to too much correction to astigmatism. The iol was replaced with a model zcb00 7.5 diopter lens. There was no additional surgical intervention required. No further information was provided.